Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75-year-old male with a history of type a aortic dissection developed right ventricular failure, presumed to be secondary to an ostial right coronary artery lesion. He was initially supported with extracorporeal membrane oxygenation (ECMO). In anticipation of ECMO decannulation, the heart team elected to implant an impella rp flex for right-sided mechanical circulatory support. Following impella rp flex implantation, the patient became hemodynamically stable, and tolerated weaning of vasopressors. The patient remained on impella rp flex support with clinical stability. On day 12 of support, the automated impella controller (aic) displayed: placement signal not reliable (psnr), elevated pulmonary artery pressure, and reduced displayed pump flow. Despite these findings the motor current remained unchanged, suggesting preserved pump function and the patient remained clinically stable. The care team used approved alternative hemodynamic monitoring to guide management. The patient underwent tracheostomy for prolonged mechanical ventilation and continued to receive mechanical circulatory support. He was supported with impella rp flex for a total of 25 days. Given the patient¿s critical condition and worsening multi-system status, the family elected to withdraw care. The patient subsequently expired.